Event description:
Caller reported that pump malfunction occurred, but no notable events happened prior. Impact on customer's blood glucose level was unknown. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any issues arise again.